Event description:
It was reported that a syringe 0.3ml 31ga 6mm wholeunit 10bag separated form the hub during use. The following was reported by the initial reporter: "consumer reported, when she removed needle shield, needle hub separated. Stated, needle shields are difficult to remove".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-24. H6: investigation summary customer returned a single syringe inside a pouch labeled for 0.3ml, 31 gauge, 6mm syringes from lot 0189390. The syringe¿s needle shield and hub have separated from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch # 0189390 all inspections were performed per the applicable operations qc specifications. There were (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of needle hub separation. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the shield not detaching as intended. A complaint lot history check was performed on lot # 0189390 for needle hub separates. This is the 2nd related complaint for needle hub separates on lot # 0189390. Related complaints ¿ 2165819. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation summary: customer returned a single syringe inside a pouch labeled for 0.3ml, 31 gauge, 6mm syringes from lot 0189390. The syringe¿s needle shield and hub have separated from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch # 0189390 all inspections were performed per the applicable operations qc specifications. There were (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of needle hub separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing (holdrege) will be notified of this issue. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm wholeunit 10bag separated form the hub during use. The following was reported by the initial reporter: "consumer reported, when she removed needle shield, needle hub seprated. Stated, needle shields are difficult to remove"